Event description:
It was reported that the aspiration needle was deployed and inside of the patient's node for sample collection. When the doctor attempted to retract the needle back into the sheath for removal, the connection between the needle and handle had been severed. Unable to remove the needle from the node, the sheath was retracted back as far as it would go, and the needle and entire scope were carefully removed simultaneously. The issue was observed during bronchoscopy with bronchial alveolar lavage. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the aspiration needle was deployed could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.